Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 5mg/ml concentration at 1.2878 mg/ml dose, clonidine, 1.0 mg/ml concentration 0.2576 dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient was admitted to hospital and was hard to arouse, weakness in legs and pneumonia per the hcp. Per the hcp they thought she may have a possible overdose. The rep was contacted by the hcp to interrogate pump for the hcp and managing provider hcp was notified. Patient was alert and speaking to the rep and was able to tell the rep who managing hcp was as well as why she was admitted to the hospital. Per the hcp no changes were made to the pump. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Pump interrogation was performed. At the time of this report, the issue had resolved and patient was alive-no injury. No further complications were reported.